Event description:
It was reported that this pacemaker exhibited an alert message indicating that radio frequency (rf) telemetry was disabled. Technical services (ts) was consulted, and upon review it was noted that the alert occurred due to a high battery impedance condition. Ts recommended device replacement. There is no evidence that the procedure has been scheduled at this moment. This pacemaker remains in service. No adverse patient effects were reported.